Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow up, the pacemaker could not be interrogated. It was noted that the pacemaker has a previous history of backup vvi due to MRI as well as history of poor telemetry. There was no magnet response as the device battery response was programmed off. It was confirmed that the device had appropriate remaining longevity. All troubleshooting attempts were unsuccessful; indicating device to be in backup vvi mode. The patient was sent home to attempt patient-initiated transmission. If transmission is unsuccessful, reattempting to troubleshoot or possibility of device replacement was discussed. No intervention has been performed yet. There was no patient injury and no patient symptoms were reported.

Manufacturer narrative:
Additional information: h6, h10. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results were consistent with a latch-up condition, which cleared after hybrid power was reset. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
The reported field event of backup vvi and unable to interrogate were confirmed in the laboratory. Visual inspection revealed header delamination occurring between the header and can attachment, which resulted body fluids entering the header attachment area. Further testing revealed low impedance paths within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. Header delamination is consistent with a manufacturing anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable before and after the procedure.